Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd neoflon¿ 26ga 0.6mm od 19mm the plastic sleeve and needle separate to the plastic catheter. The following information was provided by the initial reporter: when we used the IV cannula g-26 neoflon bd there are lot of instances that when we introduced to the skin during IV cannulation, the plastic sleeve and needle separated to the plastic catheter.

Manufacturer narrative:
Investigation summary: 3 photos were returned for investigation. The 1st and 2nd photos show peelback on catheter tip (24ga). The 3rd photo shows 1pcs 24ga sample with peelback on catheter tip and 2 top web with batch #8201195 (24ga, catalog:391350) and #8052272 (26ga, catalog:391349). A review of the device history record revealed no irregularities during the manufacture of the reported lot. The 1 representative sample (batch #8052272) was subjected to visual inspection, tip od measurement and bevel angle measurement. The 1 representative sample passed the acceptance criteria. No abnormality was observed. Able to confirm the customer experience based on the photos returned. Conclusion: the probable root cause of peelback could be due to the tubing material. CAPA#81917 was issued to review the tubing material.

Event description:
It was reported that during use of the bd neoflon¿ 26ga 0.6mm od 19mm the plastic sleeve and needle separate to the plastic catheter. The following information was provided by the initial reporter: when we used the IV cannula g-26 neoflon bd there are lot of instances that when we introduced to the skin during IV cannulation, the plastic sleeve and needle separated to the plastic catheter.